Event description:
Four reports of negative donor responses during plateletpheresis were reported to baxter fenwal cqa by this customer. This is report number two. Ten minutes into a plateletpheresis procedure, the donor's phlebotomy site infiltrated causing a 152 return line positive pressure alarm. The procedure was halted and, after the needles were removed, the donor stated that he had a deep feeling in his lungs rising up and causing him to cough. He further indicated that he had had this same feeling the last time he donated on 02/05/99. The donor was not in distress and stated he only wanted to report that he had had this sensation these last two donations, as he had never felt it before. The donor was not treated and left in good condition. He did call the facility about 1/2 hr after leaving to let them know he was feeling all right. Donor information: 54 y/o m, 185 lb, 5 ft 10 in, regular donor, medications unknown; he had taken tums prior to coming in for this donation, no dental, medical treatment prior to donation, no known allergies, he has been deferred from future apheresis procedures. Procedure information: plateletpheresis, 10 min duration, vol wb processed: 388 ml, vol acd infused: 34 ml, vol of product collected: 0, flow rate 60, wb/acd ratio: 11:1. No issues with set up. Procedure stopped due to infiltration of phlebotomy site.